Manufacturer narrative:
Zoll has received the icy catheter for investigation. A follow-up report will be submitted when the investigation has been completed.

Event description:
An icy catheter was used on a 70-year-old male patient as part of a cooling procedure involving the thermogard hq system. During use, on day 2, a leak from the catheter balloon was observed. As a result, approximately 300 ml of normal saline got leaked and infused into the patient's circulation. Another catheter was used to continue the therapy. No adverse effects or injuries to the patient were reported.

Manufacturer narrative:
Additional information in d4 (lot # and expiration date) and h4 (device manufacture date). The reported complaint of catheter leak was confirmed during the functional testing of the returned icy catheter (lot #208436). A bonding leak was observed at the distal end of the medial balloon during the functional pressure leak test. The probable root cause could be a latent defect in the bond. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a bonding leak was observed at the distal end of the medial balloon, confirming the reported complaint. It is unlikely that the defective catheter was shipped. All catheters are 100% inspected for leaks during manufacturing by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and no previous history of complaints was reported for the icy catheter with lot #208436.